Manufacturer narrative:
H6: investigation type 4110: a lens work order search was performed. No additional similar complaint type events within associated lots were found.

Event description:
Blurred vision. Cloudy vision. Pain. Pressure in the eye. Could not keep it open. Vision was poor. Medical management. Lens remains implanted.